Event description:
The customer reported that the surgeon cut a vessel by accident after knowing that the device provided no output. The surgeon tried to control the bleeding with the device, but there was still no output. The surgeon only attempted to activate with a handswitch. Another device was opened and the bleeding was stopped. Total blood loss was less than 200cc.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.